Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "electrodes" with paddles installed and would not discharge while performing defibrillation shift test. The complainant indicated that there was no pt involvement in the reported failure.